Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from the adaptor/luer. The following information was provided by the initial reporter: material no.: 383536 batch no.: 8346613. Verbatim: the first IV catheter that the staff opened is already disconnected. The second IV start was use on the patient and it was disconnected while in a patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd nexiva dual port 20 ga 1.00 in (1.1 mm x 25 mm) experienced tubing separation from the adaptor/luer. The following information was provided by the initial reporter: material no.: 383536, batch no.: 8346613. Verbatim: the first IV catheter that the staff opened is already disconnected. The second IV start was use on the patient and it was disconnected while in a patient.